Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the insertion section, the universal cord has a slight scratch, component failure of the universal cord. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image turns green and this event is caused by a component failure of the insertion section. The insertion section failure is an electrical/electronic component problem, but the cause of the insertion section failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced that the image turns green during service / maintenance. There were no reports of patient involvement.